Event description:
It was reported that the patient received more than 10 inappropriate shocks because of t wave oversensing. The lead and device were replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received more than 10 inappropriate shocks because of t wave oversensing. It was further reported that the patient was hospitalized as a result of the inappropriate therapy. The lead was capped, and both the device and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the patient received more than 10 inappropriate shocks because of t wave oversensing. The lead and device were replaced. No further patient complications have been reported as a result of this event. It was further reported that the patient was hospitalized as a result of the inappropriate therapy. The lead was capped, and both the device and lead were replaced. It was further reported that there was a lead fracture.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety.